Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 85" message and will not power up. Complainant indicated that there was no pt involvement in the reported malfunction.